Event description:
Report received from the USA stating that the device was not functioning during surgery. The device was being used during surgery. There were no injuries, however, it is unk if medical intervention occurred. There was a two minute delay in surgery do to the reported issue. There was no add'l info provided.

Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).